Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was 100 mg/dl. The customer stated she has been having an issue with her enlite sensor and she has noticed a difference between her sensor glucose and blood glucose, anywhere from 50-100 points. It was explained to the customer the differences between sensor glucose and blood glucose. The troubleshooting was performed. The customer was advised not to calibrate on sensor alert and we will ship a replacement sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.